Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for damaged was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter via (B)(6) to report that they have been noticing that their current batch of transfer sets have rough "treads" on the dark blue luer tip. This causes thread material on the alcavis soaked gauze to "catch" when their patients are cleaning the transfer set before disconnection and capping off. There was patient involvement, but no injury or medical intervention was reported. A follow up was done via phone. The nurse stated she really does not remember the specifics, she just remembers one of the home patients (hp) mentioning it. She did not know the lot number, the hp's name or when it occurred. She did state that the hp has continued therapy no injury or medical intervention reported as a result of this incident.